Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient has a primary lt srom stem and pinnacle sector cup with a 52mm/36mm ultamet liner and 36mm cocro head. About 2 months ago she dislocated after being stable for about 10 years. After being cleared for surgery surgeon revised the ultamet liner to a poly liner and cocro head to biolox head. He also debrided the joint of the fluid mass and bad tissue. Doi: 10 years ago; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.